Event description:
Boston scientific received information that this communicator and powercord were reported to have reached high heat resulting in smoking and a burning smell reported by the patient. No one was injured, however the device will be returned for analysis due to the overheated product. No adverse patient effects were reported.

Manufacturer narrative:
The device will be returned. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device confirmed that the returned power brick's power plug was melted. There were exposed voltage and ground wires inside the melted plug which caused its output voltage to be intermittent when the brick was plugged into an ac power source. During testing, the brick did not become hot to the touch during voltage and temperature measurements. The power brick's case temperature increased by no more than three degrees celsius. The brick's case did not melt or become deformed. There was no audible ringing sound made by the brick while plugged into the ac source. There was no burning smell noticed. The brick's green led was lit while plugged into the ac source. The cause of the power plug's melting in the patient environment is not known, however laboratory analysis determined it most likely occurred due to exposed wires shorting inside the molded power plug. The device is currently still pending outside analysis.

Manufacturer narrative:
Additional vendor testing confirmed confirmed the damage to the communicator power brick. It was determined that the induced damage to the right angle connector head caused a temporary short of output voltage resulting in high temperatures.

Event description:
--